Event description:
The customer complained that cell 2 of biotestcell p3 reacted false positive when tested against an anti-fy (a) on tango. Customer had sent us the weak positive anti-fy (a) control and the complained product. Both were tested on tango in the quality control lab: the positives reacted correctly positive and cell 2 of biotestcell 3 reacted correctly negative. Additionally there were different controls and plasmas without red cell antibodies tested: all positive and negative reactions were correct. Therefore the complaint is not confirmed.